Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (250 mcg/ml at 60 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the hcp performed a refill that day and he could physically flip the pump by hand. He didn't know when it started or if the patient had any falls. The patient's pump was implanted in august of this year. There was also a volume discrepancy where 2ml were expected and 14.1 ml was removed from the pump. As an intervention the hcp filled the pump with saline and set the pump to minimum rate. The hcp was going to set up surgical exploration to correct the issue. The hcp suspected the pump was flipped due to "pocket changes." No patient symptoms were reported. No further complications were reported.